Event description:
Pt intubated by emt in the "field"; brought to ed on (B)(6) 2014; transferred to ICU where leak in ett identified and could not be re-inflated. Ett removed and replaced with another. First tube mallinckrodt (covidien) #7.0 endo tracheal tube lot # 14e0582j2x. On (B)(6) 2014, air leak developed in ett #7 and balloon could not be inflated. Pt was reintubated. Second tube mallinckrodt (covidien) #7.0 endotracheal tube catalog # 86450; lot # 14d0055j2x. The pt's pulse oximeter level remained at 100% and no adverse outcome related to either event. Issue reported to MFR due to concern retrend. Dates of use: (B)(6) 2014. Reason for use: respiratory distress.